Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-8990 fibertak¿ dx suture anchor had an issue. During a lateral ankle reconstruction procedure, a brostrom repair on (B)(6) 2022, when the surgeon was trying to use the inserter to implant the anchor, the metal tip with the suture anchor broke off inside the patient, the metal tip was left inside the patient, and it was not confirmed if the anchor itself was left as well inside the patient. The surgeon did not retrieve the broken fragment, he was able to use another ar-8990 fibertak¿ dx suture anchor, a different lot number, to complete the surgery successfully with no further impact to the patient. On (B)(6) 2022, the same surgeon performed a revision surgery on the patient to remove the broken metal tip/piece from the patient, the surgery site itself from the previous surgery was left alone. This revision surgery was completed successfully, the metal tip was successfully removed and the patient is fine to date.